Manufacturer narrative:
(B)(4). The catheter was evaluated by deflection characteristics and passed all deflection tests. The root cause of the reported event could not be determined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during a "vt idiopathic" procedure, the puller wire of the navistar thermocool broke while mapping in the left ventricle. The catheter was changed to a new one and the mapping continued. Two hours later in the procedure after applying several lesions, the patient's hemodynamic signs were poor and an echo was performed to confirm pericardial effusion. The procedure was aborted for patient treatment and a pericardiocentesis was performed.

Manufacturer narrative:
The facility indicated that the bwi products involved did not cause this event and they have declined service of all equipment. The product reported in this report had a malfunction that did not result in any harm to the patient and such a malfunction would not cause any injury should it re-occur. The customer has not returned this product to bwi and as such, no further investigation is possible. If the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA. No additional information regarding the patient or the procedure has been provided by the facility. Concomitant products: carto 3 system, catalog # m480001, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); reprocessed quad catheter, catalog # unknown, lot # unknown (this is not a bwi product and no additional details have been provided by the facility). (B)(4).